Manufacturer narrative:
For the reported malfunction, lot number was provided, and a lot history review will be performed. The sample was not returned to bd for evaluation. Therefore, the investigation of the reported malfunction is inconclusive. Based upon the available information, the definitive root cause for this malfunction is unknown. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1608062 implantable port allegedly experienced a suction problem. This report was received from a single source. This malfunction did involve patient with no reported patient injury. The patient is (B)(6) years old, female and (B)(6).